Manufacturer narrative:
(B)(4). The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The filter was returned; however, images were not provided. The filter contained 5 arms and 6 legs/ feet present and intact. One arm was returned broken from the base of the apex. No other anomalies were identified on the returned filter. Therefore, the complaint investigation is confirmed for a broken arm at the base of the apex. However, unable to determine the root cause based upon the available information and the definitive root cause is unknown. The current IFU (instructions for use) states: warnings/ potential complications: filter fractures are known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/ or surgical techniques.

Event description:
It was reported that approximately three months after implantation of a vena cava filter during a scheduled retrieval, a detached filter arm was discovered. The filter and the detached limb were successfully retrieved. There was no reported patient injury.